Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device on site. The fsr adjusted the fraction of inspired oxygen (fio2) regulator. The unit was tested and it passed all tests. The unit was placed back in service.

Event description:
The customer reported that the ventilator was alarming high fraction of inspired oxygen (fio2). The fio2 readings on the ventilator were higher than specifications set by about ten percent. The fio2 cell was replaced and the unit passed calibrations but the issue was not resolved. The unit was not checked with an external analyzer for delivery issues. It is unknown if there was any patient harm.